Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device had tissue effect issues and was unable to get adequate hemostasis. Opened a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.